Event description:
Information received from the field notes that during a routine follow-up, atrial sensing was intermittent. The patient had good sinus node, but during atrial capture testing, no capture was present at 6.0 v in bipolar. The device was programmed to vdd. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received